Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted the tamper seals were undamaged and no external device damage was found. A review of the event history log was unable to confirm the reported event. A functional test of the device was unable to reproduce the reported event. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. The reported event could not be confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the patient claims the pump alarmed for no apparent reason, pump malfunctions during use, alarm sound on screen shows nothing abnormal, first runs for a while and then a message is reported? No disposable" while the cassette is simply attached and it is not yet finished. There was no patient injury reported.